Manufacturer narrative:
The device was deactivated and remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a routine device replacement procedure. The patient was not pacemaker dependent. The chronic leads were connected to the new cardiac resynchronization therapy defibrillator (crt-d), with good lead measurements observed. The pocket was closed and therapies were programmed on and the device was performing as expected. During transfer to the patient¿s room, while the patient was not yet awakened from sedation, the patient went into respiratory arrest. The patient was transferred back to the operating room for resuscitation; an interrogation of the device showed ap-rvp-lvp at 60 bpm with no intrinsic rhythm observed. Shortly thereafter, the patient died, for reasons unrelated to the implanted device.